Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient¿s lead was explanted and replaced. Upon explant, insulation abrasion and externalized conductors were observed. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead conveyed noise via remote transmission. The patient was brought into clinic where it was determined there was only one episode of lead noise. The patient did not receive inappropriate therapy. A chest x-ray did not reveal any anomalies. Programming changes were made. The patient was not symptomatic.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed while the reported event of noise problem was not confirmed. As received, a partial lead was returned in two pieces. On piece (a), one lead-to-can external insulation abrasion was found and was noted at 13.7 cm to 13.8 cm from the connector pin; etfe coating was intact. On piece (b), two internal insulation abrasions were found between ring electrode and right ventricular shock coils at 8.8 cm to 9.9 cm from the distal tip, one internal insulation abrasion was found under superior vena cava shock coil at 11.2 cm to 12.5 cm from the distal tip, and one ring electrode cable etfe coating was abraded under right ventricular shock coil. No damages found on these two pieces contributed to the reported event of noise. The electrical testing did not find any indication of conductor fractures or internal shorts.